Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the ileocecal mobilization step of a laparoscopic ileocecal resection procedure with robot support. The movement of the hand controller of the surgeon console and the tip of the bipolar fenestrated grasper were not synchronized. There was no fraying of the wire or damage to the resin parts. The bipolar fenestrated grasper was replaced with another one to resolve the issue and complete the surgery. There was no patient injury.